Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon femoral component. An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that patient's left knee was revised due to pain and loosening of the femoral component. Surgeon replaced the tibial component, femoral component and the poly insert. Patient had/has poor bone quality.